Event description:
A caller reported that the top third of their pump's screen was not functioning, affecting their ability to interact with and read the pump display. Blood glucose levels remained stable, with no values over 500 mg/dl or below 54 mg/dl reported. Technical support decided to replace the malfunctioning pump, ensuring continuity by advising the customer to continue using the current pump until the replacement arrived. Instructions were provided for putting the malfunctioning pump into storage mode before returning it. The replacement pump, equipped with updated software, was dispatched, and the customer was informed about the availability of training resources.